Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 147 mg/dl and the sensor glucose was 56 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 56 mg/dl. Suspend on low limit in sensor settings was 75 mg/dl. The sensor will be returned for analysis.